Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question, and determined that those images were visually consistent with the instrument result output. (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpected abo mistype when tested on a galileo echo instrument.